Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be conclusively determined. It is likely the foreign material remained in the device because reprocessing could not be properly conducted due to the leak from the biopsy channel. It was further noted that the foreign material could not be idenitfied. The event can be prevented by handling the device in accordance with the following IFU: gif/cf/pcf-190 series operation manual chapter 3 "preparation and inspection" shows how to detect the event. Gif/cf/pcf-190 series reprocessing manual chapter 5 "reprocessing the endoscope." Shows how to prevent the event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The customer reported that the device was cleaned, disinfected, and sterilized before the product was sent in for repair. The device was returned to olympus for evaluation and the evaluation found that the air/water tube and the jet tube were had foreign material. The reported malfunction was likely a result of insufficient reprocessing. The non-reportable findings included: the air/water and suction cylinder both had no color. The switch box, the switch1, and the objective lens, all had a scratch. The right/left and up/down knob had discoloration. The forceps channel port was deformed, the switch flexible printed circuit unit cover had corrosion due to water leakage, the grip was shaved. The plug unit, and the image guide protector both was damaged. The universal cord had a wrinkle. Due to damage to the channel tube, water tightness was lost. Due to burn on the light guide lens, the illumination was uneven. The light guide lens had a crack and due to clogging of jet-tube in the control unit, water cannot be supplied, and the channel port stopper had breakage. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the evis exera iii gastrointestinal videoscope had an angulation malfunction issue. The issue was found during an unknown procedure. The device was returned for evaluation. During the evaluation, it was found that the air/water tube, and the jet tube both had foreign material. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.